Event description:
It was reported that continuous glucose monitor showed error message while using specific sensor model. There was no reported impact to the customer¿s blood glucose level. Customer was provided pump reset instructions by technical support and planned to reset pump when ready and contact support again if issue continued.